Manufacturer narrative:
Recall: 3006552611-05/24/19-001-r. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with two units of revaclear 300 dialyzers, two internal blood leaks were observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added in d10, h3 and h6: h10: two (2) actual samples were received for evaluation. The data matrix code information on the devices was verified and confirmed that the two samples were part of a voluntary recall; therefore, further sample evaluation is not required. Ruptured fibers may lead to a blood leak during treatment. Baxter has determined the issue is isolated to one production line at the manufacturing facility and corrective actions have been implemented to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.